Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified test strips expire 08/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 316mg/dl and 309mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: the customer is concerned about the result she received of 504 mg/dl. The customer is using a true2go meter which does not display the date/time when recalling the memory.